Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they went to the doctor and had it adjusted one time which fixed the problem but then they never used the equipment and the ins stopped working around 2018. The patient said after that they moved 5 times, they thought the programmer got thrown out, now they had to have an MRI of their back and had an appointment on thursday about device removal. The agent reviewed MRI information and redirected to continue working with their doctor. The agent warm transferred to device registration to update address/ phone.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.